Event description:
It was reported that the customer experienced high and low blood glucose levels. His low blood glucose level was 48 mg/dl. He did not report his high blood glucose level. The customer's most recent blood glucose level was 200 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.